Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) suggested an incorrect bolus and the patient's blood glucose (bg) level dropped to 3.1 mmol/l (55.8 mg/dl). The patient's father reported that the pdm would not take into consideration the insulin onboard (iob) while doing a correction bolus. The father reported that his daughter's bgs were at 11 mmol/l with iob showing at 0.6 and when the carbs are added and the correction is given the daughter goes low. As treatment, the patient drank orange juice.